Event description:
I am forced to wear a mask every day to work. It has caused chest congestion and coughing let alone not being able to breathe freely. I am given a new mask every day and throw it out at the end of the day. I can keep them if I need to. This better not cause me to start having asthma. I'll be devastated if it does. FDA safety report ID# (B)(4).